Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarm. The user stated the insulin flow blocked will be resolved by changing the infusion set. Blood glucose level at the time of the incident was unknown. The customer also indicated that the insulin pump had a hardware low level failures alarm. The customer stated they were able to clear the alarm and were not promoted to complete the rewind process. After performing a self-test on the pump, the customer received an additional hardware low level failures alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. (B)(4).

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.